Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6- (type of investigation code, investigation findings code, investigation conclusion code), h11. A getinge field service engineer (fse) evaluated the unit and confirmed unit correctly displays and calibrates fiber-optic pressure using a fiber-optic (fo) balloon and system trainer, unit pumps normally with fo balloon and confirmed unit passed fo functional test. The fse could not duplicate the reported issue. All functional test performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had no fiber-optic waveform during setup for the patient treatment. There was no injury reported.